Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a right ventricular lead replacement procedure due to high, out of range high voltage lead impedance. The lead was capped and replaced. The procedure was completed without any adverse consequences to the patient, and the patient was stable post procedure.